Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 22-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (trial patient, manufacturer representative, healthcare provider) regarding a trial p atient who was using an external neurostimulator (ens). It was reported that the patient was having some leg weakness. Manufacturer representative (rep) reported symptoms to healthcare provider (hcp) and he instructed patient to go to ER to be checked. A different hcp states pt has fluid in the spinal canal, they are unsure if it is "bladder fluid", patient has a temp. Hcp called and reported the patient had an epidural hematoma and had surgery last night to stop the bleeding. Cause was described as lead placement for scs trial for left leg pain. Patient had had an MRI which showed bleeding. Epidural bleed, patient is in hospital. Patient still has leg weakness, hoping for a full recovery but unknown currently. Issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the last they had heard from the healthcare provider (hcp) was that the patient still had not made a full recovery and was dealing with leg weakness but they were hopeful it would improve. Patient will do pt/rehab. Info confirmed with physician.